Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they try to use the zso-7-12, the wire guide could not advance in to the zso-7-12. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. For all complaints, ask: what is the reorder number of the wire guide used with this device? The wire guide name is jag 0.035 angled tip. If not, with the device in question, how was the procedure finished? They used another zso-7-12. For complaints occurring during use (once in contact with endoscope), also ask: had a sphincterotomy been performed prior to this occurrence? Yse. What is the endoscope manufacturer and model number that was used? Olympus tjf260v. Please describe the location in the body where the stent was to be placed. Unknown. Was resistance encountered when advancing the wire guide through the obstructed area? No. Was resistance encountered when advancing the introduction system in place? Unknown. Was resistance encountered when advancing the stent through the obstructed areaunknown. After placement, was stent position verified? Unknown. 1 if yes, please describe how. Unknown. Please estimate amount of time the stent was in place prior to this occurrence. Unknown. Did any section of the device detach inside the endoscope or patient? No.

Event description:
Supplemental report is being submitted due to completion of the investigation.

Manufacturer narrative:
Device evaluation: the zso-7-12 device of lot c1887761 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-7-12 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c1887761 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1887761. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1887761. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: wire guide could not advance into the stent due to kink, 1 device prior to use. According to the initial report, this event was prior to patient contact. The complaint is confirmed based on customer testimony. Investigation findings could not determine a definitive root cause. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Complaints of this nature will continue to be monitored for potential emerging trends.